Manufacturer narrative:
The 30 degree endoscope has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the surgeon noted a low brightness issue involving a 30 degree endoscope. Additionally, the surgeon stated that the brightness would adjust dramatically and abruptly when the tip of the endoscope lens would get close to the tissue. The surgeon indicated that these vision issues made it challenging to adequately visualize the anatomy, which led to conversion of the procedure to open surgery. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.